Event description:
On 2025-mar-26 additional information was received from the patient. They reported that the doctor determined the ins died and needed to be replaced. The pt stated they met with a rep at the clinic and they had the ins was "jumped to restart it". The pt did not confirm if the issue was resolved. They noted they were waiting on the replacement, but they were waiting on veteran's affairs to respond to their letter. Pt provided their weight.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported issues with their implanted neurostimulator for a little while; agent attempted to gather event date and patient stated they don't know exactly how long, but it has been "going south for a while." Patient stated they would charge the implant, but it wouldn't last a couple of days or a day and then it would show it was fully charged, but it wouldn't do anything; agent asked for clarification and patient confirmed they were referring to the stimulation. Patient stated the device then "got weird stuff on it." Patient stated they last charged their implant a couple of weeks ago and had attempted to connect to their implant last week, but were unable. Agent had patient attempt to connect to implant with recharger and patient described seeing the reposition antenna screen. Patient did not have any aaa batteries for their ptm, but stated their wife was picking some up tomorrow. Agent reviewed message and possible over discharge as well as role of rep. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas number for hcp to call, if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.